Event description:
It was reported by service report that the head left inner siderail and head right inner and outer siderail panels were cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked siderail panels.